Event description:
Reporter indicated a vns dell x50 handheld computer would not hold a charge. Performing hard resets and charging the computer did not resolve the issue.attempts for return of the suspect computer are in progress.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
Attempts for return of the suspect vns computer and flashcard have been unsuccessful as the computer appears to have been stolen. If the computer is returned to the manufacturer at a later date, this will be reported and product analysis completed.